Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she experienced high blood glucose of 419 mg/dl on (B)(6) 2015. The customer changed the infusion set and found the cannula was bent but she stated her blood glucose was still high after changing it. Blood glucose at the time of the call was 398 mg/dl. During troubleshooting; the customer confirmed there were no air bubbles, no insulin leaks, insulin was clear and she was able to prime when disconnecting at the quick release. The customer found the cannula was bent again. Customer was advised to change the entire set, reservoir and insulin and treat.